Event description:
It was reported that (31) pcu assy fr case w/ keypad 8015 m2 require replacements due to unspecified keypad issues. Although requested there was no additional information provided at this time.

Manufacturer narrative:
Aware date changed from 26aug2020 to 28aug2020 - g4 revised.

Manufacturer narrative:
Correction on initial report: g4: (08/28/2020). G4: 10/23/2020.

Event description:
It was reported that (31) pcu assy fr case w/ keypad 8015 m2 require replacements due to unspecified keypad issues.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (31) pcu assy fr case w/ keypad 8015 m2 require replacements due to unspecified keypad issues.